Event description:
The customer stated her blood glucose dropped and an ambulance was called. The paramedic tested her blood glucose on the ambulance meter, and the reading was 30mg/dl. When tested with the breeze2 the customer's reading was 81mg/dl. Information regarding treatment was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strip information was not provided. Strips were expected to be returned for evaluation. New strips and meter were sent to the customer.